Event description:
Pt was status-post resection of abdominal mass and adrenalectomy; epidural catheter placed at time of surgery 10/17/96. Epidural meds discontinued. Catheter was removed per protocol. On inspection, a portion of the distal catheter was noticed to be missing. X-ray revealed a portion of the catheter retained in the soft tissue at l1-2. The pt was returned to the or for exploration and removal of foreign body. Recovered catheter section was about 7 cm in length.